Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdtf043 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s, "caller states while using multiple powerloc max products (reference# 0132010, lot# asdtf043) there is leakage and/or it pops off." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdtf043 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s, "caller states while using multiple powerloc max products (reference# 0132010, lot# asdtf043) there is leakage and/or it pops off." No other information was provided.